Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. It is noted that the customer had contact with a healthcare professional (hcp), but details of symptoms and treatment are unknown as the customer did not provide additional information and there is no contact information to make follow-ups. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.